Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that the insulin pump's motor was making an unusual sound. Call was dropped before troubleshooting could be performed. Blood glucose level was not provided. No further information was provided.